Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (overvoltage set / code 110) was confirmed. As received, the monitor displayed code 110. Upon evaluation, the l1 inductor was open. The cause of the overvoltage set, service code 110 is the open inductor. The root cause of the open inductor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing 'overvoltage set' service code 110 faults.